Manufacturer narrative:
Concomitant medical product; saline flush, therapy date: (B)(6) 2019. Patient demographics requested however not provided. No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the neutraclear extension set split and leaked after 2 hrs. Of use in the radiology department. A warmed contrast bolus was programmed at 300 psi and 3cc second on the medrad power injector. The technician stated that the set was clamped with no visible cracks noticed prior to use and the IV flushed without difficulty. When the contrast leaked, it sprayed both the patient and the technician. There was no harm, however the patient was required to repeat the CT scan with contrast due to the leak.